Event description:
It was reported that the patient with this right ventricular lead had experienced a cardiac perforation. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.